Event description:
It is reported that the patient, a paraplegic, felt a sharp pain from the hip while lifting himself from the wheelchair to bed on (B) (6), 2010. X-ray taken on (B) (6), 2010 shows dislocation of the hip without change in the position of the locking ring.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.